Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the phenomenon "noisy image" occurred due to connection failure caused by the faulty video connector socket (corrosion on the contacts and faulty lock). However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center image would not display or noise would appear when the device was touched, inserted or removed. The issue was found during the therapeutic procedure post device inspection. The procedure was delayed 20 seconds and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found: noise due to corrosion of the video connector receptacle and low locking effect, battery depletion, damaged front panel, and breakage of digital visual interface connector plastic. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.